Manufacturer narrative:
(B)(4). Customer returned pump for an alleged high bg and no communication between pump and transmitter observed on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current test, active current test, self test, and displacement accuracy test. Unable to perform the occlusion test due to insulin flow block alarm. Insulin flow block alarm was noted during priming due to moisture damage. The pump was cut open to perform visual inspection and found moisture damage on the motor, force sensor, and harness assembly vibrator. Successfully downloaded history files and traces using thump. No unexpected alarms or alerts were noted in the history on or near the event date. The transmitter was able to connect to the pump successfully. Test p-cap and reservoir locked properly into the reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked case-corner of belt clip rails, and pillowing keypad overlay. No delivery alarm/occlusion during priming was confirmed during analysis due to moisture damage on the force sensor, motor, and harness assembly vibrator. No communication from pump to transmitter was not confirmed; the transmitter connected to the pump successfully. Exposed to moisture was confirmed. Unable to confirm high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that there was loss of connection between transmitter and insulin pump. Customer stated they received cannot find sensor signal alert and lost sensor signal alert. Customer also reported high blood glucose event with blood glucose level of 243 mg/dl. Troubleshooting was performed and event was not resolved. No harm requiring medical intervention was reported. The device was returned for analysis.